Event description:
It was reported tha the mask communication would not transfer to the tracker during a craniotomy procedure. The mask became invisible with an error message that the mask transfer had failed. Navigation was aborted and the procedure was completed by traditional methods without incident. No adverse consequences was associated with the device.

Manufacturer narrative:
Additional information will be submitted once the device is received and the quality investigation is completed.